Event description:
A 3.5mm diameter x 24mm length medtronic ave gfx2 stent was inserted into the target lesion in the excessively tortuous mid-right coronary artery (rca) after predilation with a 2.5mm diameter ptca balloon and placement of a medtronic ave stent in the distal rca. Following mid-rca stent deployment at 9 atms, it was noted that there was perforation of the vessel at the proximal end of the stented segment. After placement of the second stent, the patient began to have chest pain, and the vessel demonstrated "slow re-flow". The slow reflow was treated with reopro and repeat ptca of the stents with a 4.0mm diameter ptca balloon. Angiography then revealed that the stent placed in the mid-rca had residual stenosis. Therefore, 4.5mm and 5.0mm diameter ptca balloons were inflated within it, resulting in a perforation (indicated by extravasation of contrast that was localized). A perfusion balloon was inflated at the area of perforation, and the patient was sent to surgery for coronary artery bypass. The patient tolerated the surgery well and was discharged to home. There was no add'l clinical sequelae reported relative to the event.